Event description:
It was reported that the patient was revised due to ligament laxity.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided x-rays by a clinical consultant indicated: issue with revision of triathlon total knee some 1½-years post implantation due to instability in a (B)(6) year old male patient with near normal body weight (bmi = (B)(6)). The 9-mm cs insert was exchanged for a a16-mm insert during the revision. The explanted insert appeared normal for a component that was in situ for over 1.5 years and subsequently explanted. No further clinical information is available. X-rays confirm the tibial component has some malposition with an excessive posterior tibial slope of 9° in stead of the optimal angle between 0° - 5°. There is a neutral alignment and thus relative varus deformity across the knee in stead of the normal physiological valgus angle between 6° - 7°. Excessive posterior tibial slope is the main problem to cause instability due to increased flexion space and loss of functionality of the pcl with secondary contributions to overload by the relative varus malalignment across the knee. As such, this pi case is not device-related but procedure-related in root cause for failure. The event was confirmed. The investigation concluded that joint instability was caused by the mal-positioning of the tibial baseplate to cause increased flexion space and loss of functionality of the pcl with secondary contributions to overload by the relative varus malalignment across the knee. The surgical protocol was not followed as it indicates the tibial slope is to be 0°- 5°, whereas the slope observed in this case is 9°. Remains implanted.